Event description:
The patient was reportedly experiencing intermittencies, followed by loss of sound. Testing showed that the device is not functioning. The surgery to explant the patient's device will be scheduled.